Event description:
Halo pks cutting forceps would not coagulate even after disconnecting and reconnecting device. Another like device was utilized without problems. Reason for use: laparoscopic robotic total hysterectomy.